Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 - component code - proposed code is mechanical (g04) - provisional bottom. Visual evaluation of the device identified signs of repeated use (nicked/gouged) and the device was fractured on the medial side of the post. Fracture analysis found the fracture was consistent with low cycle fatigue culminating in bending overload failure. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during inspection of instruments in hospital receiving, the tibial articular surface provisional was identified to be broken in half. No adverse events were reported as a result of this malfunction.